Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6), 2026. Section d6b. If explanted, give date: unknown, information not provided. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a physician planned explantation of a toric intraocular lens, with replacement by a different toric lens, scheduled for (B)(6), 2026. The reason for explant was not specified. On (B)(6), 2026, it was learned that the lens had been explanted; however, the explantation date and replacement lens details were not confirmed. No further information was provided.